Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released is confirmed. The device was returned with the needle button depressed and the straight needle bent. Further inspection verified that the locking spring was forcibly damaged during use based on the direction of the bent. Due to this condition, the needle mechanism could not be tested.

Event description:
The patient reported that on (B)(6) 2020 the needle button on her v-go 20 device released on it's own. The patient wears the v-go device on her abdomen.